Event description:
It was reported that the smell of urine seeps through the bag and everything the leg bag touched also had a smell of urine. It was reported that the product appeared to be a parallel import of code bx5l over labelled as d5l which was not associated with the lot. Per additional information received via email from the ibc on 19feb2021 the device was labelled as d5l.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to incorrect line clearance. It was unknown whether the device had met specifications. The product was used for the treatment but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the smell of urine seeps through the bag and everything the leg bag touched also had a smell of urine. It was reported that the product appeared to be a parallel import of code bx5l over labelled as d5l which was not associated with the lot. Per additional information via email from ibc on 19feb2021, the device was labelled as d5l.